Event description:
A customer observed a falsely elevated troponin I result on a patient sample. The result did not agree with multiple subsequent samples. Falsely elevated results may lead to inappropriate physician action. The biased result was reported and questioned by the physician. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the sample was an edta plasma sample, and it was grossly hemolyzed. The package insert for troponin I indicates that edta is not a recommended sample type, and that hemolyzed specimens should not be used as hemolysis may affect assay results. The root cause of the event is user error in not following ocd recommended procedures for use of the assay.